Manufacturer narrative:
It was reported that, after the stent placement, it was found that the stent end did not expand. The delivery system and the stent were removed because the stent did not expand even though the physician moved the delivery system after the deployment. Through the attached photo, it is confirmed that the proximal end of stent was not expanded, but the delivery system was not observed. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. However, it is hard to exactly analysis because the device was not returned yet. Also, based on the non-observed delivery system in attached photo, it is considered that it was expanded to the extent that the delivery system can be removed even though the expansion was not enough. Investigation will be conducted once device is returned and we will send follow-up report accordingly.

Event description:
After the stent placement, it was found that the stent end did not expand. The delivery system and the stent were removed because the stent did not expand even though the physician moved the delivery system after the deployment. Another stent (nit-s) was used to finish the procedure. Further information will be available later. There were no patient complications as a result of this event.

Event description:
After the stent placement, it was found that the stent end did not expand. The delivery system and the stent were removed because the stent did not expand even though the physician moved the delivery system after the deployment. Another stent (nit-s) was used to finish the procedure. Further information will be available later. There were no patient complications as a result of this event.

Manufacturer narrative:
It was reported that, after the stent placement, it was found that the stent end did not expand. The delivery system and the stent were removed because the stent did not expand even though the physician moved the delivery system after the deployment. It is confirmed that the proximal end of stent was not expanded, but the delivery system was not observed. Our nitinol wire, the raw material of stent, is shape-memory alloy. Generally, if the stenosis of a patient's lesion is severe, the stent expansion may require some time, but it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. From the distributor, it was notified that the product could not be returned on 10th, jan, 2020. Therefore, it is hard to identify the root cause because the suspected device was not returned, and it is hard to reconstruct the situation at the time of procedure. However, unlike the description, it seems that the stent was slight expanded and delivery system was not observed on attached photo, it is considered that the stent was expanded slowly due to the patient lesion's pressure etc, and as a result, the doctor has judged stent expansion fail. Through the user manual by taewoong, it is stated that a stent may require up to 1 to 3 days to expand fully and balloon dilatation inside the stent can be performed if the physician deems necessary. This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.